Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when attempting to inject saline with a syringe after puncturing the cvp, the injection went smoothly but there was leakage from the needle handle. After removing the needle and replacing it with a new one, injection was possible without issue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. The product returned for evaluation was one 22g safestep infusion set without y-site. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lok syringe. During testing, a leak was observed originating from the needle housing near the base of the needle. The needle housing was microscopically inspected for adhesive voids with and without a uv light. Some air bubbles were observed in the adhesive inside the needle housing. It was unclear if the bubbles were creating a path for liquid to flow through. Regardless, the location of the leak makes it likely that the bubbles or some other void is present in the adhesive which is allowing fluid to flow out of the needle housing. The device is a supplied component and the supplier was notified of the event. This complaint will be recorded for future trending and monitoring purposes.